Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the implantable cardiac monitor was nearing elective replacement indicator (eri). Also, premature battery depletion and false pause episodes were noted. Programming changes were unsuccessful in alleviating the false positive pause episodes. Patient was stable and will continue to be monitored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received noted that the implantable cardiac monitor was explanted and replaced on (B)(6) 2019. Patient was stable post procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
New information received noted that on 3apr2019, the patient¿s pocket was reopened and the implantable cardiac monitor was repositioned to address the false pause episodes. However, device reposition procedure did not correct the issue. The patient was stable post procedure. On (B)(6) 2019, the remote transmission stated end of service. Device replacement procedure has been scheduled.